Event description:
It was reported that during a lap nephrectomy procedure, the device displayed an error code 5. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were non functional. However, no error code 5 was noted during activation with the footswitch. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.